Manufacturer narrative:
This supplemental report is being submitted to provide the results of device history record (DHR) review. The DHR was reviewed. The review found no related manufacturing anomalies at the time of product release.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts, there is currently no further information regarding the intended procedure or the impact to the procedure. As a preventive measure, the device instructions for use state that before the procedure, ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged.¿ and ¿check the integrity of the packaging. Do not use the device if the packaging is open or damaged. Sterility may be compromised.¿

Event description:
2 of 2. Olympus was informed that during setup for an unknown procedure, the clinician noticed that the packaging seal was already broken. The device was not used in the procedure. There was no reported patient injury or infection.